Event description:
A malfunction was reported with a malfunction code malf 25 that could not be reset. There was no adverse impact to the customer¿s blood glucose level, which did not exceed 500 mg/dl (27.7 mmol/l). As a resolution, technical support arranged for a replacement pump to be sent to the customer, who was advised to use multiple daily injections as a backup therapy. The customer was informed of the necessary steps to put the pump into storage mode and return the problematic pump to tandem, which they understood and acknowledged.